Manufacturer narrative:
The sureform 45 instrument has not been received for failure analysis investigation. The customer declined to return the sureform 45 stapler instrument used during this event as it functioned as intended with the other stapler reloads that were fired. The stapler logs for this procedure were reviewed: the logs show a sureform 45 stapler instrument was installed on the system 3 times and fired 3 sureform 45 reloads (1 white, 1 green, 1 black, in that order). There were no relevant stapler related errors in the logs. A review of an image provided by the customer was performed. The image shows that the blade stopped around the third pusher row, with the fourth pusher row just beginning to deploy. This would indicate that the shuttle ramps stopped near this proximal location, rather than at the distal end.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 stapler instrument fired a sureform 45 green reload which resulted in an incomplete staple line on parenchyma. The staples were deployed and tissue was cut, but it was reported that there were three lines of staples that were not properly placed into the tissue. There was minor bleeding of the parenchyma due to this event which was controlled with energy from a maryland bipolar forceps instrument. The surgical outcome was not affected by this event and the patient outcome was reported to be normal.